Manufacturer narrative:
Additional narrative: patient identifier, date of birth, and weight not available for reporting. Date patient discomfort began is not known. UDI: gtin unavailable, product made prior to gtin compliance date; lot unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with three (3) 4.0mm locking screws for an unknown procedure on an unknown date. Post-operatively, patient healed; however, felt discomfort and went to see the surgeon. Surgeon noted that as patient was healed that the screws could be removed. On (B)(6) 2018, patient returned to the operating room for hardware removal surgery where the surgeon removed three (3) intact 4.0mm locking screws. Patient was not revised with new parts as she was healed. There was no surgical delay and procedure was completed successfully. Patient status was reported as stable. This report is for one (1) 4.0mm locking screw 54mm. (B)(4).

Manufacturer narrative:
Additional product codes: hty, jdw, hrs. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.